Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Information from the field indicated that there was no particular anatomy interfering with expansion of the valve, there was no angulation or kink in the delivery system upon deployment, and a small flexnav delivery system was used. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve (serial: (B)(6)) was chosen for implantation utilizing a small flexnav delivery system (lot: 8937785). The patient presented with severe aortic stenosis and the following dimensions: diameter of valsalva:(n:28.7mm, r:29.1mm, l:28.3mm), height of valsalva(n:21.5mm r:20.5mm l:20.1mm), effective orifice area 410cm squared, perimeter of annulus: 72.6mm, ascending aorta diameter: 32.1×32.1mm. Sufficient calcium was present for anchoring. Pre-balloon annular valvuloplasty (bav) was performed. During implantation, non-uniform expansion (nue) occurred and the valve was poorly expanded. The valve was recaptured and implantation attempted twice more again with the same result of nue and poor expansion. The patient did not have any particular anatomy that would interfere with the expansion. Since two recaptures were performed, the valve and navitor were removed and replaced. There was no difficulties with the action of deploying and retracting. 25mm navitor valve (serial: (B)(6)) was implanted successfully utilizing a small flexnav delivery system (lot: 8937785). The procedure was completed with mean pressure gradient of 3mmhg and no perivalvular leak (pvl). The patient remained hemodynamically stable throughout the procedure.